Event description:
Reporter alleged obtaining the results of 383 mg/dl and 108 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged obtaining the results of 241 mg/dl and 114 mg/dl on the same aviva system within 10 minutes, but on a separate day. Reporter also alleged obtaining the results of 310 mg/dl and 98 mg/dl on the same aviva system within 10 minutes, but on a separate day. Reporter also alleged obtaining the results of 267 mg/dl and 128 mg/dl on the same aviva system within 10 minutes, but on a separate day. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.